Manufacturer narrative:
The investigation for the reported aic - controller error (yellow alarm) issue has been completed. The product was returned. The console logs confirmed that the controller error (defective optical sensor lamp) - alarm was issued. Section 23 of the preventative maintenance procedure was performed after cleaning the front optical connector. The console was found to be within specification. The root cause was for the controller error (defective optical sensor lamp) was most probably a defective lamp or/and defective optical bench that is intermittent failure.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic optical sensor failed, but the motor current and flow remained stable and the support continued. It was noted that the patient was declining and the family withdrew care. The patient expired after 21 days of support. The patient was quite ill. However, the aic did not contribute to the patient's demise. There was no interruption of support. There was note of a controller alarm/optical sensor (unknown if user was aware). However, there is no report or indication of aic exchange. The patient was still getting support. The information indicates the aic supported the patient through the implant experience.